Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused prostate and throat cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.